Manufacturer narrative:
The unit passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. There was no cosmetic damage. (B)(4).

Event description:
The customer's diabetic educator called in to report that the customer was experiencing high blood glucose levels ranging from 272 to 400 mg/dl. The customer was experiencing nausea and abdominal pain. The customer was treated by manual injection. It was reported that the piston rod was not contacting the reservoir and is not registering any insulin to the display. No troubleshooting was involved since he customer's diabetic educator wanted a replacement device to be sent to the customer. The device was returned for analysis.